Event description:
A customer reported an issue with their device¿s time settings, which had previously displayed a discrepancy of more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted in updating the pump time and advised the customer to monitor the situation, instructing them to follow up if the discrepancy reoccurred.